Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Endovascular treatment was performed. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 4.0 mm x 20 mm x 80 cm (4f) sterling¿ balloon catheter was advanced for dilatation. However during the first inflation, at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6 x 40 sterling balloon catheter. No patient complications and injury were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the wire lumen. Microscopic inspection revealed damage (burst) to the balloon material, 9mm in length. There is no indication that the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4).

Event description:
It was reported that balloon rupture occurred. Endovascular treatment was performed. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. A 4.0mmx20mmx80cm (4f) sterling¿ balloon catheter was advanced for dilatation. However during the first inflation, at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 6x40 sterling balloon catheter. No patient complications and injury were reported.